Event description:
The band moved on the catheter when the straightener was used during prep for procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined and the complaint was confirmed. Bands were examined under 10x and 15x magnification and found that the bands were crimped but not swaged, which sets the bands permanent. Device history records were reviewed and no anomalies were noted for this device. There are no additional complaints for the same defect for this lot at this time. Device history record was reviewed, complaint database was reviewed.